Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 8 (cat8). During the procedure, the physician noticed that the cat8 became bent while being inserted into the non-penumbra sheath. The procedure was therefore completed using a new cat8 with the same sheath. There was no report of an adverse effect to the patient.